Event description:
The tibial insert broke during implantation. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the snap tab broke due to obstructed movement of the insert at assembly.